Manufacturer narrative:
(B)(4).

Event description:
It was reported a device interrogation performed at the end of last year revealed elevated pacing threshold on the ventricular lead. The cause of the elevated threshold is unknown. The patient visited to the device clinic. The autocapture and backup pulse configuration were turned off. No further information is available.